Event description:
It was reported that while testing with the bd phoenix¿ nid, a sample of enterbacter cloacae complex was incorrectly identified as citrobacter braakii. Confirmatory testing was performed on the maldi-tof. There was no report of patient impact. The following information was provided by the initial reporter: "this was a patient sample that the phoenix ID¿d as citrobacter braakii but when they sent it to the state for mic confirmation their maldi ID¿d it as enterobacter cloacae complex. Customer ran isolate on their maldi as well and it was ID¿d as enterbacter cloacae complex as well."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-may-2022. H.6 investigation summary: this complaint is for misidentification of enterobacter cloacae as citrobacter braakki when using phoenix panel nid (448007) batch number 2011666. The customer returned isolates, panels, ID broth and a lab report for investigation. The customer also noted that maldi identified the isolate as enterobacter cloacae complex. To investigate, a total of three (3) customer returned panels and customer returned ID broth were tested using the customer returned isolate on a phoenix instrument and evaluated for identification results. One panel identified correctly as enterobacter cloacae. The other two panels identified incorrectly as citrobacter braakki. This complaint is confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while testing with the bd phoenix¿ nid, a sample of enterbacter cloacae complex was incorrectly identified as citrobacter braakii. Confirmatory testing was performed on the maldi-tof. There was no report of patient impact. The following information was provided by the initial reporter: "this was a patient sample that the phoenix ID¿d as citrobacter braakii but when they sent it to the state for mic confirmation their maldi ID¿d it as enterobacter cloacae complex. Customer ran isolate on their maldi as well and it was ID¿d as enterbacter cloacae complex as well."